Event description:
The customer reported that the system displayed a communication error message. This error message will likely result in a system shut down, lock-up or no boot. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was found to be operating as intended.